Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the patient's pump was due to alarm on (B)(6) 2024, but the alarm had not gone off. The patient had been experiencing withdrawal symptoms for at least a week. The patient spoke to their healthcare provider and was told to wait until wednesday to have the pump checked due to scheduling issues at the clinic. It was noted they were on their way to an appointment this morning, but the healthcare provider had to cancel and they only had two doctors in their network that could do anything. The caller asked why the alarm had not gone off. Patient service specialist reviewed considerations and redirected to healthcare provider for further troubleshooting. Physician listings were requested. Additional information was received from a hea lthcare provider (hcp) on 2024-02-28 and it was reported the patient¿s pump was empty and wanted to know what needed to be done. The patient did not hear the pump alarm and neither had the hcp. The hcp performed an alarm test while on the line and the alarm was heard. It was noted the patient had been taking oral baclofen. Technical services reviewed that no priming was needed.